Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the unit and was unable to reproduce the reported issue. The fse stated that a possible cause could have been that the safety disk was loose, but he was unable to confirm that. Unrelated to the complaint issue, the fse completed the scheduled preventative maintenance on the unit , and all calibration and functional and safety tests were passed as per factory specifications. The iabp was returned to the customer and cleared for clinical use. Initial reporter full name: (B)(6).

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) frequently alarmed "low vacuum" and stopped. It was noted that the patient's heart rate was only 100/min. The unit was switched out , labeled, and sent to biomed. There was no patient harm and no adverse event was reported.